Event description:
Covidien lp ligasure lf1837 blunt tip laparoscopic sealer/divider nano-coated was connected and would not fire. The device was removed from the patient and it was found that the tip was bent. A new device was opened to continue with the surgical procedure.